Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-jul-2006, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp was unable to aspirate the catheter in the clinic, went to revise the catheter and was able to aspirate fully. The hcp went ahead and replaced the catheter anyways. The system was functioning normally. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.